Manufacturer narrative:
Rs (B)(6) 2015 - the concentrator in question was returned for an evaluation. During the evaluation, it was discovered that the alarm on the device was not functional.

Event description:
Dealer states the compressor will not work on this concentrator. Per the return evaluation, the unit had no alarm.